Event description:
Hi my name is (B)(6); in 2009, I had bilateral inguinal hernia repair at (B)(6). Right after the surgery, my testicles became big really big and painful. The urologist told the surgeon there's a problem with the left mesh, it must be removed. In a few months after the surgery, the left mesh migrated to the midline, right on top of the bladder, and began to have a lot of adhesions to the bladder and abdominal wall pushing the bladder up. The surgeon abandoned me and even refused to see me because I have a lawyer and started a legal case. I have been hospitalized a lot and I have a lot of inflammation. That has affected even the colon. The pain is bad really. I had a suprapubic catheter but it has to be removed because it cause me a lot of infections; they gave me a lot of antibiotics, so it caused me c-diff two times. So now I can't even use antibiotics. I've been in hospital every month I started have fiber. Now I use self cath but is too painful. I already filed an adverse event but the mesh I have is not on recall. That's what my lawyer told me "to" we go for medical malpractice. I try to go to another hospital, they all agreed the mesh must be removed but nobody wants to, just because it was done in another facility. I'm only (B)(6) and I can't even have sex, I can't even move too much, I need to find help, but I don't know where to turn to. It seems to me that the big person always win, that surgeon destroyed my life, my marriage, now he have a life and I don't. That's not right, how do I can fix this. I don't want to be disable, I want somebody to fix this, so I can get back to my life please. Can you give me any advice to where I can go or what I can do to get any surgeon to do what he most do. Thank yo for your time and have a nice day.